Event description:
The customer reported that the system displayed a generator error code, which will result in the system shutting down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The power supplies were adjusted. A filament calibration was performed and the calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.